Manufacturer narrative:
The pipeline and pushwire were returned for evaluation and the event cause could not be determined as the pipeline was found open. (B)(4).

Event description:
Treatment of a partially thrombosed giant paraophthalmic aneurysm measuring 22mm. During pipeline deployment, it was reported that the pipeline was flattened or twisted and did not fully open. After failed attempts to open the pipeline by manipulation, the pipeline was corked and removed from the patient. No injury was reported with the patient as a result of the procedure.